Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. Medical records were requested; however, denied by the hospital in absence of patient written consent. Based upon the review of lot records, work orders and prior reports no issues with the lot were noted. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusion could be drawn.

Event description:
It was reported that approximately 38 months post-implant of a bifurcated device, an infrarenal aortic extension, a suprarenal aortic extension and a limb extension on the right side, a follow-up computed tomography scan revealed a type ii endoleak near the right hypogastric artery. Reportedly, the physician implanted two additional limb extensions to resolve the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.